Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent unspecified spinal procedure in which transverse process hooks and pedicle hooks were used from the cranial direction and caudal direction, respectively. On an unknown date, post-op, hooks implanted at levels t7 and t8 came out of the bone that led rods to be floated. On (B)(6) 2017, removal surgery was performed as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.